Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side lot pain, tight and numb on the sides, knots in there - caused lymphomas, feel sick all the time, tired and sleeping. Pulling on my skin. Device remains implanted. This is for the first revision.